Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was powered on, it did not pass the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was able to duplicate the reported issue as well as found a relevant diagnostic error code in the ventilator memory logs. The se replaced the exhalation valve flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.